Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cloudy tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the walls of the bd vacutainer® sst¿ ii advance plus blood collection tubes were "opaque" after use, causing the siemens instrument to reject them. The scientists had to transfer the serum in the uncapped tubes to secondary tubes as a result. This occurred on 30 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "opaque sst ii tubes. Customer has mentioned this seems to be isolated to the batch mentioned in this pir. Wall of the tube appears to be opaque. This causes many issues on the siemens biochemistry instrument. The result is the tube is rejected by the machine as it thinks the cap is still on the tube. It parks the tube for manual cap removal. As there is no cap the scientist has to transfer the serum into a secondary tube which raises many issues with potential labeling errors. The result of this process is significant delay in reporting results."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the walls of the bd vacutainer® sst¿ ii advance plus blood collection tubes were "opaque" after use, causing the siemens instrument to reject them. The scientists had to transfer the serum in the uncapped tubes to secondary tubes as a result. This occurred on 30 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "opaque sst ii tubes. Customer has mentioned this seems to be isolated to the batch mentioned in this pir. Wall of the tube appears to be opaque. This causes many issues on the siemens biochemistry instrument. The result is the tube is rejected by the machine as it thinks the cap is still on the tube. It parks the tube for manual cap removal. As there is no cap the scientist has to transfer the serum into a secondary tube which raises many issues with potential labeling errors. The result of this process is significant delay in reporting results."